Event description:
Pt had single-lumen infusion port placed 5/26/94 via right subclavian percutaneous approach. X-ray 1/95 showed no problem (no angulation/kinking) pre-op x-ray 5/9/95 before planned port removal showed catheter had sheared at clavicle lodged in pulmonary artery.